Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working. A technical support specialist remotely accessed the station and verified that the barcode scanner settings were correctly configured. The tss then contacted the customer, who confirmed that the barcode scanner issue had been resolved. However, no further repair information was provided. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the scanner was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.